Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the complaint was confirmed during the field service engineer (fse). According to work order #(B)(4) the fse replaced the keyboard cover and customer logged in and tested the keyboard with no further issues. The cover,silicone,kybd (pn 353839-01) was received and dchu visual inspection confirmed multiple faded keys and some stain marks. Dchu functional testing was not necessary due to the visible faded keys and marks on the keyboard. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the reported keyboard cover complaint was identified as a multiple faded keys on the cover,silicone,kybd (pn 353839-01), which failed as a consequence of normal aging and continuous usage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard cover replacement required. As per part investigation, it was determined that there were multiple faded keys on the cover, silicon, keyboard. There were no adverse events or injuries reported based on this event.